Manufacturer narrative:
The sample was collected in a 13x100, bd lithium heparin tube with gel separators and centrifuged at 3,000 rpm for 5 minutes. The specimen was sampled from 1ml insert cups. Per customer, qc was within specification before the event. System check performed in 2007 passed. System check conducted one day later, after the event, failed. Customer discontinued use of the instrument and used back-up instrument until service verified instrument performance. A field service engineer (fse) was dispatched to the customer's lab five days later: a. The fse replaced: substrate valve, aspirate probes and peripump tubing. B. The fse performed accu tni precision and diagnostic testing; all results met specifications. C. The fse verified instrument performance per established procedures. Hardware issues address by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single patient sample that were generated by the access 2 instrument. The initial accu tni result was 0.98ng/ml and 0.55ng/ml upon repeat. The original sample was re-tested for accu tni and repeated results were: 1.01ng/ml and 0.15ng/ml. The sample was again repeated and accu tni results were: 0.04ng/ml and 0.06ng/ml. The erroneous accu tni results were not reported out of the lab. The customer did not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.